Manufacturer narrative:
Multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right ventricular (rv) failure followed by multi-organ failure (mof). Furthermore, it was reported that the patient suffered from a prolonged rv failure. There were no further therapy options in this case. The device operated as expected. No device issues were mentioned. The device was not explanted and therefore would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26nov2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not conclusively be established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.